Event description:
The device was explanted (B)(6) 2025 due to skin infection and extrusion of the implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
PMA/510k number corrected.

Event description:
The device was explanted (B)(6) 2025 due to skin infection and extrusion of the implant.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to postoperative side effects, namely skin infection post-operatively with subsequent extrusion of the implant. This is a final report.

Event description:
The device was explanted due to skin infection and extrusion of the implant post-operatively.